Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system (eps), during loading of the filter into the delivery catheter (dc) pod, there was resistance and the gold marker fell off of the device. The device was not used and there was no patient involvement. There was no clinically significant delay in the procedure. A new emboshield nav6 eps was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual, dimensional and scanning electron microscopy analysis were performed on the returned device. The reported difficult to insert was unable to be confirmed due to the condition of the returned delivery catheter. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints for difficult to insert or material separation reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing the noted damage to the dc pod and preventing the filtration element from being able to load properly. Additionally, the separated distal portion of polyimide olive, including the gold marker and tip may have occurred due to excessive force applied while attempting to load the filter against resistance and/or interaction between distal marker and edge of the external loading funnel occurred contributing to the reported separation; however, the external loading funnel was not returned, and this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.